Event description:
During baxter's eval of a spectrum pump, evidence of tampering was found. It is unk if there was pt involvement with the device after the unauthorized service was performed.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. When internal eval of the pump found that the customer had replaced the mechanism assembly. Review of the device history records for the device show this part was not original to device 777540 and was installed outside the factory. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components and rendering the unit irreparable. The device could not be repaired and has been removed from service.